Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the surgeon¿s experience with the device? What heat management techniques were utilized in the procedure? Describe the injury to the ureter? Why does surgeon believe that the injury was thermal? What kind of tube was inserted? Was the tube inserted inter-operatively or post-op? If placed post-op, how long after the procedure? Is the surgeon alleging a deficiency with the device that lead to the injury? Why does the surgeon believe the device cause or contributed to the injury? Are the operative notes available? Response from sales rep: to clarify, patient will be returning for robotic re-implantation, I do not have time frame on when that surgery will be occurring. I have no further information. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported by the sales rep that during a total abdominal hysterectomy procedure, there was a thermal injury to the ureter. An unknown tube was inserted and the patient will return in approximately two weeks for a robotic re-implantation.